Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter?s investigation, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of "air detector problem." (B)(4).

Manufacturer narrative:
Evaluation: the reported condition of channel b air detector problem was confirmed in the event history but was not duplicated. The air in line alarms functioned as designed, therefore no correction is needed. Should additional information become available a follow up medwatch will be submitted. Additional information: this device utilizes user interface module master software version 5.03.00 categorized as unremediated. (B)(4).

Event description:
The field service engineer reported on behalf of the facility a colleague infusion pump with a reported condition of "air detector problem." It is unknown when this condition occurred. According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention related to the device. No additional information is available. The software version for this device is currently not known.